Event description:
It was reported that the patient was hospitalized with bacteremia with enterobacter aerogenes and was placed on a 60 day regimen of intravenous antibiotics. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): rvdr01 implantable pulse generator 2012-(B)(6), 5086mri implantable pacing lead 2012-(B)(6). (B)(4).